Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometriosis ('endometriosis') in a 32-year-old female patient who had essure (batch no. 273552-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menstrual disorder ("consumer having painful periods with blood clots") and dysmenorrhoea ("consumer having painful periods with blood clots / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraine / headache"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2019 and unilateral salpingectomy surgical removal of left coil(s) and removal of right essure via laproscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometriosis, abdominal pain, menorrhagia, fatigue, nausea, headache, migraine, weight increased, vaginal haemorrhage, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and abdominal pain lower outcome was unknown and the menstrual disorder and dysmenorrhoea had not resolved. The reporter provided no causality assessment for menstrual disorder with essure. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 salpingectomy (unilateral) left side- 2, right side- 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometriosis ('endometriosis') in a 32-year-old female patient who had essure (batch no. 273552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menstrual disorder ("consumer having painful periods with blood clots") and dysmenorrhoea ("consumer having painful periods with blood clots / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraine / headache"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and endometriosis (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2019 and unilateral salpingectomy surgical removal of left coil(s) and removal of right essure via laproscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, nausea, headache, migraine, weight increased, vaginal haemorrhage, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, abdominal pain lower and endometriosis outcome was unknown and the menstrual disorder and dysmenorrhoea had not resolved. The reporter provided no causality assessment for menstrual disorder with essure. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019. Salpingectomy (unilateral) left side- 2, right side- 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : events- "abnormal bleeding (vaginal), abnormal bleeding (general), bladder problems, urinary problems or changes, vaginal discharge, lower abdominal pain and endometriosis", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menstrual disorder ("consumer having painful periods with blood clots") and dysmenorrhoea ("consumer having painful periods with blood clots / dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2019 : salpingectomy (unilateral)). At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, nausea, headache, migraine and weight increased outcome was unknown and the menstrual disorder and dysmenorrhoea had not resolved. The reporter provided no causality assessment for menstrual disorder with essure. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 salpingectomy (unilateral). Amendment: the report was amended for the following reason: intervention required and medically significant were selected as seriousness criteria for the event pelvic pain since surgery was performed to remove essure. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.